Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/05/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: when the device was inspected, moisture was evident behind the display lens. Due to internal moisture damage, the pump did was unable to turn on. Additionally as a result of the internal moisture damage, only a portion of the black box was able to be extracted. A crack was observed in the battery compartment, but there was no evidence of moisture. A hole was discovered in the audio bolus button.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device had ceased functioning after being exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.